Event description:
It was reported that a patient underwent an open repair of an umbilical hernia under general anesthesia on (B)(6) 2009 and mesh was used. The patient reported on the 12-month/ 1 year follow-up dated (B)(6) 2010 that she noted a hernia recurrence as of (B)(6) 2010. The patient documented that the recurrence had been confirmed by a doctor in (B)(6) 2010 and and that she has had a reoperation on an unspecified date.

Manufacturer narrative:
(B)(4) - recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.